Event description:
A surgeon reported that the sleeves were difficult to place on the tip, affecting infusion during surgery. According to the surgeon, sleeves were too tight, leading to depression in anterior chamber, with aspiration without enough fluid. Surgeon decided to place the bottle higher to manage this problem and to be more slow during aspiration/irrigation phase. The problem appeared when placing the tip. The surgeries were completed with 5 minutes delay. There was no harm to any of the pts. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).